Event description:
It was reported that the loop recorder had a reset occur post implant and carelink showed episodes of noise post implant. The device was removed and returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed power on resets (pors) and showed battery timestamp anomalies. Analysis of the data dump confirmed the same pors that were reported as well as four new "battery supply low" pors. Electrical and x-ray analysis of the device found no anomalies that affected device performance. The analysis was concluded because the pors could not be reproduced and no anomalies affecting the device performance were observed.